Manufacturer narrative:
Batch review performed on 29 march 2022: lot 179369: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved batch review performed on 29 march 2022: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 179369: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 3 years 5 months after the primary, the patient came in reporting pain patient due to psoas muscle irritation and the cause of this irritation is unknown. The surgeon revised the head and liner. The surgery was completed successfully.